Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was observed the programmed implant date was incorrect. The physician programmed the correct implant date and incorrect battery longevity estimation was observed. Abbott technical support was contacted and affirmed this was normal behavior when the implant date was programmed to the correct date. No further intervention was performed or required. The patient was in stable condition.